Manufacturer narrative:
Product event summary: at analysis, it was noted that an incoming test was unable to be performed due to the super capacitors being defective, that the display had one missing line (additionally noted that this is considered acceptable), that the attachment ring and cover, one bail and one bail cover as well as one screw were missing and that the upper case was broken. The unit was cleaned and inspected, the upper case, both super capacitors, the ring and cover and the bail and cover were all replaced and the unit tested on the automated test system and passed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.